Event description:
It was reported that the irrigation was not working on the console device. It was further clarified that the pump on the side of the device was not working. The reporter did not have any information regarding if the event occurred during surgery. The reporter stated that the alleged malfunction occurred ¿during use¿. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. It was unknown to the reporter if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to the device being dropped, which is misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.